Event description:
It was reported the electrical cord emitted sparks.

Manufacturer narrative:
It was reported the electric cord emitted sparks. Visual inspection of the switch revealed that it had been taken apart and improperly re-wired by the customer. The wires had been connected to the wrong terminals, which caused a spark. We concluded that this report was attributable to misuse and unauthorized alteration of the product on the part of the consumer.